Event description:
New information received notes that the device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacemaker replacement procedure. It was noted upon opening the pocket at the beginning of the procedure and using electrocautery for hemostasis that a cardiac arrest occurred. Ventricular tachycardia and fibrillation after 3 seconds of pausing was observed. Resuscitation attempts were made with an external dc defibrillator. The procedure was cancelled since supraventricular tachycardia and non sustained ventricular tachycardia were occurring alternately and blood pressure could not be increased. Pacing inhibition prior to the ventricular tachycardia/ fibrillation and a device anomaly was suspected by the physician since the device did not revert to normal operation after oversensing. The patient was stable.